Event description:
It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, stent damage occurred. The lesion was calcified. The lesion was predilated. The physician attempted to cross the lesion with the taxus liberte 16 x 2.25mm stent delivery system but was unsuccessful. Upon withdrawal, stent damage to the struts was reported. The physician thinks that the calcified lesion caused the damage to the stent struts. Damage was not observed during preparation. The procedure was completed with another taxus liberte stent. No patient injuries or complications were reported. The patient's status is unknown.

Manufacturer narrative:
A detailed examination of the returned device found that the proximal edge of the stent had its struts bent back distally. Examination of the stent revealed that three individual struts were bent back distally located 3.0 mm, 5.0 mm and 10.0 mm from the proximal edge of the stent. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. However, the complaint also states that the physician could not cross the lesion. In the directions for use, the physician correctly pre-dilated the target lesion prior to stenting. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. The complaint reported that the physician did not notice the stent damage when removing it from the packaging and the condition of the target lesion, which was reported as moderately calcified, may have contributed to the stent damage. It is advised in the directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.